Event description:
A guideliner v2 catheter was being used in a clinical procedure when it separated into two pieces at the polymer collar. Both pieces were retrieved from the patient without impact. No patient impact was reported.